Manufacturer narrative:
(B)(4) - follow up MDR for additional information and device evaluation plunger rod broken: additional information: following submission of initial MDR, lot code was clarified based on samples returned and updated from unknown to (B)(6) in section d. Two samples were provided to our quality team for investigation. Through visual inspection, the thumbpress of the plunger rods are observed to be damaged. A device history record review found no non-conformances associated with this issue during production of lot 2201026. Three retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage was found to any of the plunger rods. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident was identified. While we could not identify a direct issue, it was determined the damage observed on the plunger rod was likely caused as a result of the product jamming within the manufacturing equipment. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Numerous syringes have damage to the plunger.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Numerous syringes have damage to the plunger.